Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a grasp was made at medial anterior and posterior leaflet 2(a2p2). The clip was deployed. Post deployment, the clip opened. Additional clip was deployed to stabilize the opened clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 3-4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a grasp was made at medial anterior and posterior leaflet 2(a2p2). The clip was deployed. Post deployment, the clip opened. Additional clip was deployed to stabilize the opened clip. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported clip opening while locked. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The provided imaging was reviewed by an abbott senior staff clinical r&d engineer. Based on available information, a cause for the reported clip opening while locked could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.